Event description:
It was reported that the artificial urinary sphincter (aus) pump had eroded. The physician does not believe the device caused the erosion. The pump was explanted, and a new pump was implanted. There were no patient complications.